Event description:
The customer reported that she was hospitalized with a blood glucose of 47 mg/dl. The customer also stated that her meter read below 40 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.